Event description:
Customer reported that while running on htlv-I assay, the sample handler serial number 1977, failed to pipette control and diluent in position a1 and did not give an error message. There were also unequal volumes noted in well positions b1, c1 and d1. Field service engineer was dispatched. No death or serious injury was associated with this event.